Manufacturer narrative:
Product event summary: the analyzer was subsequently returned as part of an inventory reduction initiative and passed all functional tests at analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a loss of communication with the analyzer. The analyzer was removed, re-seated, and re-booted with no change. The issue was isolated to the analyzer, the current status of the unit is unknown. There was no patient involvement. It was further reported that the analyzer was subsequently returned as part of an inventory reduction initiative and passed all functional tests at analysis with no anomalies found.